Event description:
On (B)(6) 2022 arjo was notified by the medicines & healthcare products regulatory agency of a customer-reported incident (mhra reference number: (B)(4) involving the arjo voyager v5 duo ceiling lift and kwiktrak rail installation system. The customer reported 2 incidents concerning the ceiling lift's cassette and battery not properly attached which led to the battery dislodging from the ceiling lift. Both incidents were registered in track wise complaint handling system (B)(4) and (B)(4). This report concerns the incident which was registered under arjo internal reference number (B)(4). Following the information provided, the caregiver present at the incident suffered a foot injury due to the dislodged battery falling from the ceiling lift. However, no details were given regarding the severity of the injury. No additional information is known about the incident. Neither arjo nor the authority was informed of the incident at the time it occurred.

Manufacturer narrative:
On (B)(6) 2022 arjo was notified by the medicines & healthcare products regulatory agency of a customer-reported incident (mhra reference number: (B)(4) involving the arjo voyager v5 duo ceiling lift and kwiktrak rail installation system. The customer reported 2 incidents concerning the ceiling lift's cassette and battery not properly attached which led to the battery dislodging from the ceiling lift. Both incidents were registered in track wise complaint handling system (B)(4) and (B)(4). This report concerns the incident which was registered under arjo internal reference number (B)(4). Following the information provided, the caregiver present at the incident suffered a foot injury due to the dislodged battery falling from the ceiling lift. However, no details were given regarding the severity of the injury. No additional information is known about the incident. Neither arjo nor the authority was informed of the incident at the time it occurred. The arjo representative did not evaluate the ceiling lift after the event as was not informed about the device malfunction. Despite attempts to contact the customer, we have not received additional information regarding the incident and have not got access to the device. Based on the all information obtained during the course of this investigation, we are unable to determine the root cause of the reported malfunction. To sum up, it is unknown if the device was used for a patient treatment while the incident occurred. The system failed to meet its performance specifications because the battery allegedly was dislodged from the ceiling lift and fell off, leading to an injury to the caregiver's foot. The complaint was decided to be reportable taking a caution approach due to the customer allegation fact that the battery of the ceiling lift fell out of the device and led to the injury.